Manufacturer narrative:
Corrected information: b3, d11 (date fluid leak started is unknown, however, the treatment started on (B)(6) 2019, therefore the event date will be approximated and reflect the start of the treatment which is (B)(6) 2019; the start of treatment date was initially provided but was inadvertently omitted).

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving air detected in cassette alarm once during fill 3 of 5 and multiple volume error warnings alarm during dwell 3 of 5. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.